Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a replace controller alarm following a self-test. Although the patient felt well, they were anxious about the alarm. As instructed, the patient called before exchanging the controller and came to the hospital where their controller was exchanged with no incident.

Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report (MFR) number 2916596-2022-10409. The investigation results and conclusion codes will be reported in the target MFR.